Event description:
It was reported that the patient had the artificial urinary sphincter pump component removed due to the pump protruding through the skin. The onset of the symptoms was (B)(6) 2020. A new artificial urinary sphincter pump component was implanted. Following the surgery, the patient was continent and satisfied.